Event description:
It was reported that a kink occurred and the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. A 33mm device was deployed and determined to be sub-optimal due to compression. The implanter attempted to perform a full recapture on the 33mm device and discovered the was was kinked. There were multiple unsuccessful attempts to fully recapture the 33mm device. The device was only partially recaptured with the distal end of the device still exposed to the left atrium. The implanter pulled back across the septum into the right atrium and then removed the damaged was along with wds from the patients body. Effusion sweep was performed, and none was noted with vital signs unchanged. A new was was used and a 27mm wds was used to deploy the closure device into the laa. The patient remained stable the next day without any developed issue and was discharged home.